Event description:
It was reported that the patient's entire system was replaced in 2009 due to "issues," possibly lead migration. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2009-(B)(6), product type extension product ID 3093-28, lot# j0322184v, implanted: 2003-(B)(6), explanted: 2009-(B)(6), product type lead product ID 3031a, serial# (B)(4), product type programmer, (B)(4).